Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit or thermal event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios: omnipod software app version: 1.1.5, smartphone operating system: 18.1, smartphone hardware: iphone16.2, cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported a pod that overheated releasing smoke, and a strong odor described as burning/melting plastic while wearing the pod on their leg/thigh. Patient reported due to the thermal event, they experienced chemical burns, severe bruising and blistering at the infusion site prompting them to seek medical attention in the ER (emergency room). Specific details of ER treatment were not provided. The pod's outer casing was reported to have burn marks, and the internal components of the pod were exposed. No impact on the patient's blood glucose levels was reported. If additional information becomes available, a supplemental report will be submitted.